Event description:
It was reported to vyaire medical that the vela ventilator was giving a transducer fault and the turbine differential transducer was not passing the zero calibration. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer also placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.